Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump was making a squealing sound. When the user facility turned off the pump, it was observed that air was being drawn into the delphin pump head and there was a haze in the middle of the impeller. The user facility reported that the pump was changed out without delay to the procedure, and that the surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device and the investigation confirmed the centrifugal pump was noisy. The noise was the result of particulates accumulated on the seal surface. The observed haze in the impeller was from a new bonding agent used in the manufacturing of the device. The intake of air was not confirmed, nor were any leaks in the delphin pump head observed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).